Event description:
It was reported that, "(B)(6) was final tightening on an oasys crosslink and the part that connects the crosslink to the rod snapped. He thinks he over-tightened it. The case was c2-t2 posterior cervical fusion with oasys."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.